Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel stent delivery system (sds) with stent. There was contrast in the inflation lumen and blood in the guidewire lumen. There were numerous kinks throughout the shaft of the device. Although it was reported that the device was not used, the presence of blood and contrast media in the inflation and guidewire lumens is indicative of handling beyond simply unpackaging the device, as was reported. The balloon was tightly folded with the stent secure. Microscopic examination revealed that the distal end of the stent was damaged with bent and flared struts. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 24 x 4.50 rebel stent was selected for use to treat the lesion. However, during unpacking, the physician noted a visible crimp defect on the distal part of the stent. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 24 x 4.50 rebel stent was selected for use to treat the lesion. However, during unpacking, the physician noted a visible crimp defect on the distal part of the stent. No patient complications were reported.